Event description:
It was reported that pump displayed repeated malfunction alarm with code 12, with at least three occurrences on same device and no notable events prior to issue. There was no reported impact to the customer¿s blood glucose level. Customer did not reset pump for this malfunction within the last 24 hours, and customer used multiple daily injections as alternate therapy.